Event description:
It was reported by repair work order that the cot will not raise up all the way. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.